Manufacturer narrative:
New information and corrected data: account clarified that the lens did not cause any problems to the patient. The suspect product was contaminated or damaged during opening of the packaging, and there is no problem related to the quality of the product. No deficiency was being reported. Upon further review of the new information received it was determined that the reported incident does not constitute a malfunction. Therefore, the event is no longer considered as reportable and no further reports will be submitted under report number 3012236936-2024-0001673. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged. No additional information was received. This issue occurred with two individual lenses. A separate report is being submitted for the other lens. This is report 1 of 2.